Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown femoral component. Additional devices listed in this report: cat 5571-s-025 tri stem extender 25mm, lot code mmdw5n. Cat 5532-p-311 tri #3 ps insert 11mm, lot code lde373. Cat 5540-a-302 tri femoral dis augment 5mm ¿ size 3 right, lot code hwtg x 2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation as they remain implanted. Additional information has been requested and if received, will be provided in the supplemental report. Devices implanted.

Event description:
Patient' daughter reports that after patients' revision surgery patient still is experiencing excruciating pain and has been on pain medication since. Patient has trouble standing for periods of time. Knee is swollen and veins enlarged. Patient experiences leg cramps. A bone scan was performed on (B)(6) 2014 and showed hardware was loose again.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving an unknown femoral component was reported. The event was not confirmed conclusions: the investigation concluded that the exact cause of the event could not be determined because further information such as identification of the device, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It was also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
Spoke with patient's daughter and she made us aware that patient had revision surgery done on her right knee on (B)(6) 2014 due to loosening of implants.